Event description:
Pediatric pt was on a respiratory ventilator and being monitored with a 3760 pulse oximeter in a home enviroment. Mother reportedly noted pt not breathing. CPR resuscitation was not successful.